Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the curved-tip sureform stapler 45 instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product. No image or procedure video was provided for review. Verification of the product details via system logs cannot be performed at this time because there is insufficient product information. This complaint is being reported due to the following conclusion: it was alleged that the instrument sheath broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip sureform stapler 45 instrument was locked on the arm. Customer then stated that they were able to get it released from the arm 2 and it would not go in all the way in or come out of the port. The or staff manually pulled the instrument out of the port and the rubber piece around the stapler joint ripped off and fell inside the patient. The customer retrieved the broken piece during the same procedure. Technical support engineer (tse) viewed system logs and noticed 282 errors on arm 2. Customer also stated that when this issue occurred, the leds on the arm were blinking yellow but once they were able to finally get the instrument off the arm and the backup was installed, the led's turned blue and the back-up stapler worked. Tse recommended to return the suspect stapler instrument for investigation. The procedure was completed with a back-up stapler with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.